Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy. It was reported that the stimulation moved from the patient (pt) feet where he needed it to his back after he had an MRI and a CT scan. It was stated that the scans were right after each other. It was mentioned that the manufacturer representative (rep) met the pt at the facility and reprogrammed the device which resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported reprogramming the device but stated they were not aware it was due to an issue related to the MRI and CT scan. No further complications were reported